Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) observed the end-user selected 95/5 instead of air as the mixing gas. The fsr informed the perfusionist on how to properly calibrate the electronic patient gas system (epgs), air was selected and the calibration was completed successfully. There has not been any additional issues since. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) was not calibrating. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.